Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported stent dislodgement and flaring was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to insertion into the sheath, the stent strut on the omnilink elite stent delivery system (sds) was noted to be flared. The device was replaced with a new one. There was no clinically significant delay in the procedure and no patient involvement. Returned device analysis revealed that the stent was dislodged and located on the distal shaft. Follow-up with the account confirmed that the stent dislodged when being introduced into the hemostatic valve. No additional information was provided.